Manufacturer narrative:
The reported customer complaint of no video image was confirmed during evaluation of the device. Findings noted during the evaluation include: leak at the biopsy channel, inlet sie, fluid invasion in the control body the segment section, pve connector, insertion tube, umbilical light guide and fluid damage to the light carrying bundle, buckling of the insertion tube at the root brace end, ccd circuit board corrosion, primary operation channel resistance, up/down pulley wire broken, failed wet and dry leak test, image blackout, right angulation decreased, control body corrosion, #2 remote control button cracked, pve electrical connector frame corrosion, up and down angulation zero, sheild cover corroded and hole in #1remote control button cover. A device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 24 feb 2010 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The device was refurbished and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested an RMA for a eg-2990i (sn:(B)(4))- video upper gi scope, indicating that there was no video image during the pre-use inspection. There was no report of injury or adverse event.